Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule partially open, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. From close observation, one of the tabs does appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. One of the tabs has a stress mark at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. During recapture of the valve, the deployment knob (actuator) separated. The dcs was returned to medtronic for analysis. White voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The deployment knobs were separated by the analysis technician and from close observation, one of the tabs does appear to have a hairline fracture and a stress mark was observed on another tab. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic 26mm valve, into a medtronic aortic root bioprosthesis with severe aortic regurgitation (ar), during deployment the valve dislodged and was recaptured and redeployed three times. After the fourth recapture, the system was removed from the patient and not implanted. Subsequently, a second 26mm valve was loaded on to a new delivery catheter system (dcs), but the same issue occurred. After two attempts to deploy the valve at the desired depth, the system was removed from the patient. A larger 29mm valve was loaded onto a new dcs. During initial deployment, the valve dislodged and during the recapture, at 1/3 closed, the deployment knob tabs of the dcs separated, but remained intact. An attempt was made to fix the dcs and recapture the valve. The valve was then implanted at 12mm. Echocardiogram showed mild aortic regurgitation (ar). It was reported that the loading was performed by an experienced loader. No adverse patient effects were reported.

Manufacturer narrative:
Corrected: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.